Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient stated that for the past 2 and a half months prior to this report, she had experienced an increase in pain when her battery reached a charge level of 50% or less. The patient stated that her "ins is acting funny." The patient stated that the trouble started soon after she allowed the implantable neurostimulator (ins) to discharge. It was stated that the patient was able to charge the ins without having to have a "trickle charge/forced charge." The patient stated that after the discharge, she was able to charge without a physician mode reset. It was stated that the patient felt like the "meter" on the stimulator was off because when her stimulator is charged at 50% or less, pain returned to the level as if the stimulator was off. It was stated that a medtronic representative interrogated the stimulator and checked impedances. It was reported that a software card was to be sent to an engineer to see if the problem in question can be answered. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the recharger was not charging, even after charging for two days. It was added that the patient was unsure if the recharger ever held a charge, as she was never told that the recharger did not need to be plugged in. It was stated that the recharger battery was not incrementing past 25 % (during the two days of charging). It was further stated that the recharger status did not affect the length of time it took to recharge (implantable neurostimulator (ins)). It reportedly ¿got worse¿ since (B)(6) 2012, when the ins ¿flat-lined¿ and it had always taken ¿a long time to recharge (took more television shows to get through while recharging).¿ it was also reported that 3 weeks ago, her primary healthcare provider (hcp) did a sinus check and ¿tapped¿ the lead and now it hurt. It was stated that the hcp ¿rolled¿ the lead and some scar tissue may have torn. It was because of this pain that the patient needed to be reprogrammed. The pain was reportedly beginning to subside. It was later reported the a successful physician mode recharge (pmr) was performed and the patient would need to assess her pain for the next few days to see if the problem was resolved (since her pain indication did not respond instantaneously to changes in stimulation). The manufacturer representative was to call the patient on tuesday and follow-up. It was also stated that the patient still experienced complications/additional new pain in the area in which the sinus check was performed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the primary healthcare provider (hcp) ¿tapped or thumped¿ the patient¿s right sinus on her lead. It was stated that the patient had 3 leads in her face for trigeminal neuralgia. It was mentioned that the patient¿s ¿pain center¿ was near her mouth. This was stated to happen in (B)(6) 2013. The patient had an increase in pain in her mouth since the incident and the hcp had been notified. The pain was ¿coming down¿ until the incident. It was also stated that the patient saw a dentist to make sure that the pain in her mouth was not something else and the dentist found nothing. The patient had an upcoming appointment with an ear, nose, and throat (ent) physician to see if anything else could be causing the pain. It was also reported that the implantable neurostimulator (ins) was ¿rebooted.¿ the patient's recharger was reportedly not holding a charge and was sent a new one. The patient used the recharger to turn stimulation on and off. The patient did not know that recharger needed to charge. It was mentioned that the ¿reboot¿ of the patient¿s recharger must have helped.

Event description:
Additional information obtained from interrogation of the ins reported that the recharge interval appeared to be within specifications based on the setting parameters for the patient (13 days with 100% use of the battery capacity - patient was typically using only 50-75% of battery capacity). It was noted that the patient was set at low parameters (less than 2 volts) on most groups. Impedance measurements were within normal ranges (from 536 to 2217 ohms). No out-of-regulation (oor) events were captured on the during the telemetry/interrogation session. The ins battery measurement during the session was reported as less than 50% (3.77 volts) and no programming changes were attempted. It was also noted that the parameter trend indicated that the ins device had been on since (B)(6) 2012 with no loss of therapy due to discharge. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3888-56, lot# v894662, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-56, lot# v894662, implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), implanted: (B)(6) 2012, product type: recharger. Product ID: 37744, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer. Patient product ID: 3708220, serial# (B)(4), product type: extension. (B)(4).